Event description:
It is reported that during surgery in 2009, the surgeon was preparing the patient's femur for a left lps gender femoral component. By mistake, a left cr gender femoral component was opened and implanted. The surgeon decided to leave the device implanted.

Manufacturer narrative:
Evaluation summary: no x-rays were returned for review. Patient information such as height, weight, and patient activity is unknown. Based on the available information, a definitive cause cannot be determined. Evaluation: results: based on the investigation, the need for corrective action is not indicated. The device was not used per the surgical technique. The cause of the concern is due to the fact that the surgeon used a different implant. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.